Manufacturer narrative:
UDI : (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a thermal event occurred on the top of the patient table when no patient was present. A portion of the sheet was burned and extinguished. There was no injury.

Manufacturer narrative:
It was reported that a thermal event occurred on the top of the patient table when no patient was present. A portion of the sheet was burned and extinguished. There was no injury. A new camera was reinstalled according to existing instruction to repair the system. The investigation determined that a rat short circuited the hospitals transformer resulting in a high current condition. Because the ai camera was improperly installed, the high current caused the mount burn.